Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced irregular vaginal bleeding since implant. The patient had a surgery to determine the cause of the bleeding. Nevro attempted to obtain additional information regarding the nature of the incident but was unsuccessful. The patient continues to use their device with effective pain relief.